Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation, therefore we are unable to confirm the reported "high pressure" alarm. Without the benefit of the device back at our facility for investigation, we note the following: when the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. When the rapid infuser exhibits a "high pressure" alarm, the messages on the screen instruct the user: "high pressure detected check patient line for blockage" and "high pressure detected check recirc line for blockage." The operator's manual also provides possible conditions and recommended operator actions, including a reference to the guide "match the infusion set to flow rate and fluid type". This guide ontains a chart to help the user choose an appropriate cannula size for their desired flow rate and infusate. A "high pressure" alarm may occur for the following reasons: the patient line is blocked; the recirculate line is blocked; the infusion site is not well placed; the catheter bore size is too small; or the pressure limit setting is too low. Without the ability to investigate the device, a root cause cannot be established. The manufacturing records for this serial number were reviewed and no anomalies were identified. No patient injury was reported. Should additional information become available, a supplemental report will be provided.

Event description:
The hospital biomed reported that the rapid infuser, ri-2 was exhibiting a "high pressure" alarm during a case, and a full functional test would be performed in the hospital biomed lab.